Event description:
The user facility reported the automated impella controller (aic) controller started with a system self-check failure. There was no report of harm to a patient.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) a/c power issues has been completed. The data logs show pbm1 communication errors. The console was returned for evaluation and the failure mode was reproduced. When the console was turned on, it immediately output a system self check fail. The super cap on the pbm was confirmed to have corroded the pbm communication trace next to it. The cause of the aic issue was contamination of a communication line on the pbm. G1-corrected MFR site name and address